Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. Incoming interrogation revealed the battery status mos2. The amount of charge taken from the battery was verified and the battery condition was anticipated. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, analysis showed no indication of a device malfunction. The battery was not depleted and the battery status was normal and as expected.

Event description:
It was reported that the device was explanted due to eri status. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.